Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have a damaged attached endoscope adapter (aea). An endoscope bearing friction issue was identified, a button was found to have mechanical damage, and there was discoloration of the housing. The complaint regarding the endoscope had unspecified rotational issues was confirmed by failure analysis.

Event description:
It was reported that the endoscope had unspecified rotational issues. There were no reports of patient injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotational issues with endoscopes during a procedure, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.